Manufacturer narrative:
(B)(4). UDI not complete as the lot# was not provided by the customer.

Event description:
It was reported that: "I placed a radial a-line using an arrow integrated arterial catheter. After getting blood return catheter was advanced over guide wire without resistance. Resistance was met on attempt to withdraw wire from overlying catheter. Wire noted to stretch and lose integrity and break. It seems to have unwound itself into several thin pieces. Catheter and wire were both immediately removed from patient. Remaining distal end of wire palpable in catheter lumen. Ultrasound of the area revealed no foreign body however in an abundance of caution x rays of the left wrist were obtained and also revealed no foreign body." There was no reported patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "I placed a radial a-line using an arrow integrated arterial catheter. After getting blood return catheter was advanced over guide wire without resistance. Resistance was met on attempt to withdraw wire from overlying catheter. Wire noted to stretch and lose integrity and break. It seems to have unwound itself into several thin pieces. Catheter and wire were both immediately removed from patient. Remaining distal end of wire palpable in catheter lumen. Ultrasound of the area revealed no foreign body however in an abundance of caution x rays of the left wrist were obtained and also revealed no foreign body." There was no reported patient harm or consequence.